Manufacturer narrative:
It was reported that the surgiphor bottle cracked while being squeezed for application during a breast reconstruction procedure. There was no injury to the patient or user. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgiphor bottle cracked while being squeezed for application during a breast reconstruction procedure. There was no injury to the patient or user.

Manufacturer narrative:
It was reported that during a breast reconstruction procedure, the surgiphor bottle cracked open while being squeezed during application, with no cap detachment, no injury to the patient or health professional, the product having been stored at room temperature, and no fragments observed at the time of cracking. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. No sample or photos were available for evaluation; therefore, the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected field: d4 (UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast reconstruction procedure, the surgiphor bottle cracked open while being squeezed during application, with no cap detachment, no injury to the patient or health professional, the product having been stored at room temperature, and no fragments observed at the time of cracking.